Manufacturer narrative:
Philips service performed a reboot and instructed the customer to replace the height pot. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the table only worked after bootup, with a power issue detected in ad7 height movement, on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.